Manufacturer narrative:
Additional information about hospitalization has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
Customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2020. Customer's blood glucose value was 400 mg/dl at the time of the incident. Customer was treated with intravenous drip and insulin pump.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 400 mg/dl at the time of the incident. Another blood glucose level was 118 mg/dl. The customer was not assisted with troubleshooting for high blood glucose. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The device will not be returned for analysis.